Manufacturer narrative:
Pump received with missing segments due to cracked lcd zebra connector. Unable to perform functional test due to display anomaly. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the pump had partial display. The customer¿s blood glucose was 93 mg/dl at the time of the incident. Customer reported that pump had squiggly lines on it. Customer reported that pump was neither dropped nor bumped. The insulin pump will be returned for analysis.